Event description:
It was reported by the patient that they passed out. The patient's blood glucose (bg) values dropped to less than 70 mg/dl. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.